Event description:
Same as MFR #6000093-2006-00087. It was reported that 6 days after a drug eluting stenting treatment procedure, the pt expired. The dr successfully implanted two unk size taxus stents in the right coronary artery (rca). Later that day a 2.25 x 6 mm flextome was inserted into the ostium of the obtuse marginal artery (om). The dr inflated the balloon 3 times at 2 atms. On the third inflation, the dr saw contrast leaking distal to the marker bands of the balloon. The dr then used a maverick balloon to treat the perforation. Four hours later, the pt was taken back to the cath lab where it was determined the taxus stents were completely closed. The dr successfully opened the stents with unk maneuvers. However, the om was found to be bleeding and the dr treated it with another unk stent. Six days after the pt was scheduled to be discharged, however, expired that evening.